Event description:
At the start of the procedure the harmonic ace handpiece was connected to the generator and an "instrument error" message was received. Manufacturer field representative was present and instructed to open a second handpiece. Failed device was retained and given to safety.